Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. He stated his blood glucose was in the mid 200 to low 400 mg/dl range. The customer had changed out the set and this was a past issue. He was advised to troubleshoot when the alarm occurs. Customer's blood glucose was 185 mg/dl at the time of reporting the issue. Nothing further reported.